Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and blockage with hemostatic valve occurred. It was reported that before the operation, inner sheath could not advance in the outer sheath due to blockage caused by the white the hemostasis valve gasket when the package was just opened. A second sheath was used to complete the operation. There was no report on adverse event on patient. The issue was described as resistance of delivering the inner sheath at the mouth of the sheath is high as there was a possible blockage caused by the hemostasis valve (gasket) was dislodge inside the hub. The hemostatic valve was not dislodged outside the hub and the brim cap/hub did not become detached from the sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and blockage with hemostatic valve occurred. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve and silicon ring were dislodged inside the hub of the device and the hemostatic valve was also broken. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. According to pictures provided by the customer, the hemostatic valve could also be observed dislodged. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodge of the hemostatic valve and silicon ring could be related to the impeded device and hemostatic valve separation issues reported by the customer, the complaint was confirmed. The potential cause of the separation of the hemostatic valve and silicon ring could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 19-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).